Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2018-13247. It was reported the patient was unable to put their system into MRI mode. Low impedances were noted on the lead contracts. The patient underwent surgical intervention wherein the leads were explanted and replaced. Therapy was restored post-operatively.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2018-13247. Additional information obtained indicates that the impedance issues have resolved.